Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an insulation breach noticed proximal to the yolk on the rate sense portion of the right ventricular (rv) lead. The lead was repaired and is still in use. No patient complications have been reported as a result of this event.